Event description:
It was reported that a dexcom g7 continuous glucose monitor initially failed to pair with the ilet device but was subsequently able to pair, and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention or hospitalization. Investigation included complaint record review. Investigation of this case revealed an intermittent pairing difficulty between the cgm and the ilet with successful recovery and no device damage observed. It was concluded that the event involved a temporary communication or connectivity issue that resolved without patient harm and without need for further action.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.